Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: no anomalies found; it was observed the outer insulation was melted, apparent explant damage; distal segment returned and analyzed.

Event description:
It was reported that during the removal of the right ventricular (rv) lead, the physician extracted the atrial lead because it was linked with the rv lead due to the fibrotic reaction. No patient complications have been reported as a result of this event.